Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system didn¿t turn on. During troubleshooting, the fse reviewed log files and found that ups defective. Fse replaced the fuse, but issue was persisted then fse replaced the battery. After replacing the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.